Manufacturer narrative:
The patient remains ongoing on (B)(4). No product was available for investigation. Although the report of system controller's loss of external power, pump stoppage, and controller clock reset alarms was confirmed through the evaluation of the submitted log files, a direct correlation between the device and the reported event could not be conclusively determined. The submitted log file, 62281506, contained approximately 15 days of data, beginning on (B)(6) 2017. On (B)(6) 2017, (B)(6) 2017, and ,(B)(6) 2017 the low battery advisory and hazard alarms became active due to depletion of the external batteries, and the system controller backup battery (ebb) was put into use. Beginning on (B)(6) 2017 at 18:12, the low battery advisory alarm had progressed to a low battery hazard alarm due to further depletion of the batteries. The system switched to operation on the ebb at 19:05 due to the complete depletion of the external batteries. The system continued to operate for an undetermined amount of time, until the ebb also became depleted. The next logged event showed the system controller clock was set back to 01/01/2001 1:00:00. The events afterward revealed the system recovered to the set speed value of 9000 rpm when the device was connected to the power module. Shortly after, the driveline and both power cables were disconnected. Pump stop and power cable disconnection was captured at the end of the log file. The duration that the pump was off could not be determined. The hmii lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. The handbook also provides the steps for exchanging the running system controller to the backup system controller. The instructions warn that the exchange should not be attempted without having a trained caregiver present and calling the hospital. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient observed a system controller clock not set alarm, and that the system controller was exchanged without issue. The first submitted log file from the primary system controller was reviewed by the manufacturer¿s technical services representative and revealed that the patient had allowed external battery power to deplete, and allowed the system controller backup battery to deplete, and that pump stoppage occurred. Pump operation resumed as expected when charged power sources were connected. The second submitted log file did not reveal any events or alarms, and that external equipment functioned as expected. The patient was asymptomatic during the event. No additional information was provided.